Event description:
Clinical trial. It was reported that the patient expired 434 days following a coronary artery drug eluting stenting treatment procedure. The index procedure identified and treated one target lesion in the mid lad (left anterior descending). Target lesion one was 2.6x12mm and was treated due to post-angioplasty restenosis of 90%. Target lesion one was predilated and a 2.5x16mm taxus express2 drug eluting stent was deployed and post dilated resulting in 0% residual stenosis. The patient was discharged the next day on asa and plavix. It was reported that the patient expired at home 434 days following the index procedure. The cause of death is unk and no autopsy was performed.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution.